Event description:
It was reported that there were readings of >4000 ohms on all of the unipolar pairs and on all of the bipolar pairs. Additional information received reported that the patient was re-implanted with a new lead and a "sensor." It was stated that the patient has had not further issues and was receiving therapy. No further information was provided.

Event description:
Additional information reported that the patient did not have good therapy prior to the battery depletion. It was noted that the patient lost stimulation or therapy ¿sometime, probably it could have been three years.¿

Event description:
It was reported the patient's implantable neurostimulator (ins) had undergone "normal depletion." It was further reported the patient had not used the ins for "about four years" prior to report and had used it "maybe every other day" before that. At the time of replacement, it was reported the ins "may have been dead for approximately three years." It was additionally reported that the patient experienced "good therapy" prior to the ins end of life. Additional information was requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0209789v, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: lead: product ID 3587a, lot# la5798, implanted: (B)(6) 2003. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient: product ID 3550-09, lot# la1624, implanted: (B)(6) 2002. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4)